Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments 12.2 cm from the terminal pin. Visual inspection confirmed insulation damage through to the distal high voltage conductor cable possibly due to arcing damage approximately 7-8 cm from the terminal pin. Visual inspection on the associated device this lead was connected to had a confirmed arc mark on the backside of the can. .

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a shorted shock. Lead replacement was recommended. The patient was hospitalized for urgent replacement. Surgical intervention was performed and the lead was explanted.